Manufacturer narrative:
It was reported to arjo that a physical therapist broken finger while using a sara combilizer device. The physical therapist wanted to fold down the shoulder supports of the device. When one shoulder support was folded down, the other unexpectedly folded down too, so the operator's fingers got caught between the support and the frame of the device. Protective sleeve around the broken finger and 6 weeks recovery were required. The customer facility was visited by an arjo representative to clarify the description of the event and to inspect the involved device. It was established that the event occurred at time of preparing the device to use. The operator was standing on the left side of the sara combilizer to do a lateral transfer with use of an arjo sliding sling npa0750. Because the sare combilizer was already standing close to the bed, the operator wanted to fold down the right shoulder support. When the shoulder support was folded down, the tip of the operator¿s finger was caught in the swing point of the shoulder support. The sara combilizer has two shoulder supports. The shoulder supports are adjustable for width and can also be folded during transfer. The instruction for use (IFU 04.kc.01)) clearly indicates how to operate the shoulder support in order to ensure safety usage. Both shoulder supports are secured by a spring lock; when the spring lock is pushed, the shoulder support on the caregiver side will fold down. However, in order to release the shoulder support on the opposite side of the operator, the same part needs to be pulled. In the IFU, there is a visible note added to ¿be aware that the shoulder support will fold down quickly.¿ the involved device was inspected and no malfunction was detected. The shoulder supports operated correctly. The operator finger was injured because got caught between the support and the frame of the device at time of folding down the shoulder support. In summary, the outcome reported in this event meets the definition of a serious injury. No malfunction was found during the device evaluation. The device was in preparation to use when the operator¿s finger entrapment occurred.

Event description:
It was reported to arjo that a physical therapist broken finger while using a sara combilizer device. The physical therapist wanted to fold down the shoulder supports of the device. When one shoulder support was folded down, the other unexpectedly folded down too, so the operator's fingers got caught between the support and the frame of the device. Protective sleeve around the broken finger and 6 weeks recovery were required.